Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Attempts to obtain the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an episiotomy on (B)(6) 2019 and suture was used. The needle pulled off suture after sewing the first stitch. Changed to another suture to complete the surgery. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional h3 device evaluation summary: it was received for analysis a detached needle and a suture piece of product code (B)(4), lot pg2246. During the visual inspection of the detached needles, the swage and attachment area were noted to be as expected. However, body fluids, no remnant at the barrel hole and marks on the needles that appears to be by the use of a surgical instrument could be observed. The suture piece was examined, and the ends were cut that appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, it could not be determined what may have caused the reported incident of: ¿that the problem of pulling off suture needle happened after sewing the first stitch in the surgery¿.